Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 582 mg/dl. The customer had symptoms such as tiredness, frequent urination and being thirsty. Customer treated with the pump. Customer's blood glucose value was 214 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 troubleshooting was not performed. The product was not returned for analysis.